Event description:
Reporter alleged blood glucose measured 555 mg/dl, however, customer felt low. Customer stated retesting back to back with the original result and obtained a reading in the 40s mg/dl as well as retested again which rendered another reading in the 40s mg/dl, all three tests performed within 10 minutes apart. It was reported customer self treated with food as a result of the reading and adjusted her insulin. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.